Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of the button was unresponsive all time. Customer reported damaged to the menu button. The right button was stuck. Customer was able to access the menu. Customer reported that the number were ramping and scroll bar moving without any input. Button was not unresponsive during easy bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.